Event description:
The customer reported that the device did not deliver a dose when the bolus button was pressed. The device was returned to the biomedical department with a note that indicated the device did not deliver a bolus when the bolus was pressed. No specific details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This reporter represents all the information known by the reporter upon query by hospira personnel.